Manufacturer narrative:
Device evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter: "oily residue found on syringes" rcc received a complaint via email. Email(s) attached. Medline complaint (B)(4) defect description: oily residue found on syringes medline part #: 26001 product description: dnq bfc syr 3ml l/l vendor part #: 301073 lot #: unknown date reported: 04/20/2022 sample received: no response needed: summary of findings and corrective action complaint reported to FDA as MDR-30 day. Reference no. (B)(4) additional information provided: 1.sample shipping details? Any photos and videos no additional shipping details 2.any picture of this complaint? 3.how was treatment completed for customer? Unknown 4.customer address? (B)(6) 5. Date of event? 4/20/2022 6.please provide batch number? 301073 ¿ unknown lot, 09648 ¿ lot 1201884.